Event description:
Dexcom g7. Both my wife and I use and the devices are riddled with quality issues. Receiving both excessively high or low readings found to be 20-50pts off from a manual meter. They are using cheap adhesive and recommended patients go out and purchase additional adhesives to secure it at added cost. We have had multiple devices back to back error out forcing us back to manual tracking because insurance will not refill so soon. I personally went through 2 in 24 hours this week due to a connection failure (cannot reattempt) and another that fell off after a shower. This has been occurring since the g7 was introduced and reviewing online blogs, is a highly common set of complaints. Reference report: mw5153471.